Event description:
The customer reported the video telescope image is purple due to a loose contact. The event occurred during a procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd) unit, however, the exact cause of the defect could not be specified. It likely the ccd failure occurred due to one of the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. In addition, the following non-reportable malfunction was found during the device evaluation: the cover glass at the distal end was cracked. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610773.